Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a line on the main display was confirmed by baxter personnel during product evaluation. The root cause was attributed to a defective main display. The main display was replaced to correct this condition. This event involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump with "one line on the main display." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). It is unknown at this time whether the device is available. Should the pump be received by baxter (B)(4) for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.